Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had switched off. Insulin pump had replace battery and low battery alarm. The customer had high blood glucose of 457 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned pump for an alleged low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6), 2021. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored for several days and no low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:50:00.000 and (B)(6) 2021 05:16:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 17:21:00.000. (B)(6) 2021 06:27:00.000 and 02/13/2021 12:46:17.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 12:36:47.000 to (B)(6) 2021 12:56:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:52:00.000 and (B)(6) 2021 18:02:00.000. (B)(6) 2021 06:58:00.000 to (B)(6) 2021 13:17:00.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 18:19:15.000 and (B)(6) 2021 13:34:28.000. Power data available per the power management tool/detail trace file is on (B)(6), 2021, there was no record for the event date. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, failed batt/battery failed alarm and power loss alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer was confirmed. Low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The correct g4 date was 02-mar-2022.